Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 15, 2016. (B)(4).

Event description:
End user reports red and raw peristomal skin, with a small amount of bleeding, at the proximal and distal end of her stoma which extends outward approximately 25mm. End user states the bleeding resolves without intervention. End user alternates between applying stomahesive powder and nystop powder to the affected area. End user was also prescribed fluconazole 150mg by mouth 1 tablet and an additional tablet 7 days later.